Event description:
It was reported that during surgery, the second t of the fast-fix did not trigger. A backup device was available to complete the procedure with no significant delay. No other complication was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72203721 - fast-fix 360 curved ndl dlvry sys ei intended for use in treatment, has not been returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. From the information provided, ¿during surgery, the second t did not trigger¿. An exact root cause cannot be determined with confidence. The instruction for use (IFU 10600972) were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.